Event description:
It was reported that during a t2 humeral nail procedure, the drill bit broke. It was also reported that the broken bit had been removed by the surgeon. It was further reported that another drill bit was readily available and the procedure was completed successfully.

Manufacturer narrative:
The drill bit subject to this MDR was returned for eval. It was visually confirmed that the drill bit was broken along the shank. Manufacturing records were reviewed, no issues were identified which may have contributed this event. The root cause is undetermined.